Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio replaced the device's main keypad to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the power button on their device functioned intermittently. There was no patient involvement reported with the event.